Event description:
Legal papers were received from a law firm stating that a brigham young knee was implanted in the patient's left knee. The implant allegedly cracked while the plaintiff was getting up; requiring revision surgery.